Event description:
An error message falsely indicated that the wash 1 reservoir was depleted on an advia centaur xp instrument when there was still wash 1 solution present. No patient results were reported.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur xp instrument. The fse evaluated the instrument, and discovered that the wash 1 solution had been contaminated with bleach. The bleach solution had caused foaming in the lines, and the foaming caused the sensors to falsely sense that there was no fluid. The fse decontaminated the wash 1 line, and proactively replaced the acid and base pumps. The cause of the instrument falsely alerting the operator that wash 1 solution was empty is bleach contamination. The instrument is performing within specifications. No further evaluation of this device is required. Additional information: an urgent medical device correction (umdc), umdc (B)(4)- advia centaur / advia centaur xp system misinterprets wash 1 fluid signals, was sent to customers in (B)(6) 2012.